Event description:
It was reported that the pocket was swollen after the patient had some physical activity the day before. Redness and superficial tenderness were also noted. Antibiotics was prescribed and the patient will be monitored. Redness disappeared one week after the medication.